Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead was oversensing noise, causing inhibition of pacing. Low lead impedance was also noted. The ventricular sensitivity was decreased.